Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer disconnected the call; unable to send replacement product. No address on file. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. At the time of the call, the customer reported having increased thirst and increased urination. The customer did not need medical attention at the time of the call. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of hi and hi using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is three days. The meter memory was reviewed for previous test result history: result 1: hi, date:(B)(6) 2018, time:12:30pm, fasting.